Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a therapeutic transurethral resection of the prostate (turp) procedure, the device sparked at the connection of the working element, causing a fault out of the generator. The device was replaced with a similar device and the procedure completed. There is no harm to the patient or any persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured and it¿s likely the cable was used longer than the specified 12 months. Based on the results of the investigation, it¿s likely the reported event (device sparked causing a generator fault) was due to wear and tear in connection with improper handling. However, a final root cause was unable to be identified. The event can be prevented by following the instructions for use which state: ¿the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable¿ olympus will continue to monitor field performance for this device.